Event description:
New information received noted that the infection is not related to abbott device or procedure involving the abbott device.

Manufacturer narrative:
Correction: upon review, new information received noted that the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection. The entire system was explanted. Further information was requested but not received.